Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patient's blood glucose on that date was above 600 mg/dl without signs or symptoms of hyperglycemia. The reporter noted the patient received phone advice from a healthcare provider and treated with insulin via injection, they discontinued pump therapy, and the pump's settings were not recently changed by a healthcare provider. During troubleshooting, it was reported that: the pump's basal history was appropriate for the programmed basal rates. It was reported that the boluses were not accurately recorded in the pump's history. This complaint is being reported because reported health event was attributed to an alleged device malfunction.

Manufacturer narrative:
Follow-up #1: date of submission 03/25/2016. Device evaluation: the device has been returned and evaluated by product analysis on 02/24/2016 with the following findings: the meter was not returned with the pump. The pump was exercised for 24hr time period and no unprogrammed boluses were delivered or recorded in the pump history during that time. A 10u bolus and 10u audio bolus were manually performed and both were accurately recorded in the pump history. There was no hypersensitivity to the buttons on the keypad. The total daily doses added up correctly and reflected the users programmed basal rates. The pump passed delivery accuracy testing with no delivery defects found and was found to be delivering within required range and delivering accurately. There were no delivery interruptions or errors, alarms or warnings during testing. The original complaint could not be duplicated or confirmed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.